Event description:
Additional info. The patient was allergic to the titanium in the device.

Event description:
It was reported that the patient suffered episodes of allergies due to the neurostimulator. After several interventions the physician decided to explant the device. There was no patient injury.

Event description:
Additional information reported that the patient's outcome was unknown. Based on the allergy kit outcomes, the patient was allergic to nickel, silicone medical adhesive and silicone rubber. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).